Manufacturer narrative:
If the device is returned an investigation will be conducted and a supplemental report will be filed. This report is being filed due to the patient reporting sparks occuring from the livongo a/c adaptor when it was removed from the wall outlet.

Event description:
The patient reported when they unplugged the livongo a/c adaptor from the wall of their home it caused a huge spark then blackened their outlet cover.